Event description:
It was reported by the patient that the remote monitor was not receiving power. A new power cord did not resolve the issue. It was also reported that when the monitor was plugged the home's phones were not working. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.